Manufacturer narrative:
Based on a review of previous complaints, tilting of the lift may occur when the center of gravity shifts during the lifting or lowering process. In the reported complaint, the resident was being transferred from a bed to a wheelchair. The lift was positioned frontally to the wheelchair during the transfer. The reported excessive movement of the patient suggests that the patient may not have been adequately assessed prior to the transfer. As a result, the patient¿s movement may have contributed to a shift in the center of gravity, potentially leading to a temporary loss of lift stability. The maxi 500 instructions for use (IFU 001.20815) warn: ¿before attempting to use the maxi 500, a full clinical assessment of the patient¿s suitability must be carried out by a qualified person.¿ the device evaluation performed by an arjo technician showed that the maxi 500 lift was operating correctly and there was no product malfunction that could have contributed to the reported tilt. The maxi 500 is compliant with iso 10535, which specifies safety and stability requirements for hoists intended for the transfer of persons. In summary, based on the available information, it appears that the patient¿s condition was the main factor contributing to this incident. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. No malfunction that could have contributed to the reported event was found during the device evaluation. However, the device failed to meet its specifications due to cracked part noticed. The complaint was decided to be reportable due to lift tipping. No serious injury occured. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
It was reported that the lift tipped during the transfer from the bed to the wheelchair. The customer noticed that the patient was moving excessively in the sling. The staff applied the brakes to stop the swinging of the lift; however, due to the patient¿s excessive movement, the lift started tipping. The staff prevented the lift from tipping and were able to reposition the patient safely into the wheelchair. Two staff members sustained minor injuries (bump on the head, bruise to the knee). No injury to the patient occurred. The product evaluation revealed that the lift was in poor condition, including visible scratches and cracked part (cover) secured with tape. Despite this, the lift was found to be functioning correctly. No visual issues was found with the handicare sling (not arjo product).